Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. One photo of (9) 1ml bd insulin syringes with an open polybag from lot# 9098946. The customer reported that the syringes are damaged. The photo was examined, and it was observed that 5 of the syringes exhibited a broken barrel. A review of the device history record was completed for batch# 9098946. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200819824] noted that did not pertain to the complaint. Root cause cannot be determined. H3 other text : see h.10.

Event description:
It was reported that prior to use with bd syringe 1.0ml 30ga 8mm the device was damaged. The following information was provided by the initial reporter: the syringes are damaged when the customer received the stocks.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd syringe 1.0ml 30ga 8mm the device was damaged. The following information was provided by the initial reporter: the syringes are damaged when the customer received the stocks.